Event description:
It was reported the patient was attended a "pump review" and when interrogation was attempted, there was no communication between the pump and the clinician programmer. A critical alarm was activated and the alarm repeated at 1-minute intervals despite being programmed to sound at 10-minute intervals. Different troubleshooting options were attempted and none were effective, so it was advised to replace the pump. The pump was replaced and the pump continued to alarm after explant. There were no patient symptoms reported and the patient was doing fine. The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found "s2" general anomaly with the hybrid. The pump was received and analysis confirmed the complaint as the pump was constantly critically alarming in approximately one-minute intervals and all attempts of telemetry was not possible the hybrid was sent for further analysis. The analysis may be updated to reflect finding upon receipt.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis of the pump (B)(4) found an issue with the pump hybrid solder bridge and confirmed the no telemetry failure. The cause of the no telemetry was a solder bridge between xd2 and xd3 signals of the (B)(4).